Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level ranged between "low" and 364 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.